Event description:
During a rotational atherectomy procedure, the wire got stuck in the rotalink catheter. When the rotation was set up, the knob on the console was turned further than normal. There were no patient complications and the patient status is listed as good.